Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what are the product code and lot number? The customer stated that the mersilene suture used was a 2-0 suture. No product will be returned for evaluation.

Event description:
It was reported that a patient underwent a face lift procedure on an unknown date and suture was used. The patient presented with an irritation and spitting suture at the surgical sites. The patient also experienced substantial inflammatory reaction at the wound site, manifested by swollen face. The surgeon removed the sutures in the affected area and treated the patient with steroids.